Event description:
It was reported the pt experienced an overstimulation sensation. The pt was not able to adjust the stimulation parameters with the pt programmer both with and without the antenna attached. The pt was not able to turn the stimulator off with the recharger or the pt programmer. The pt received the reposition antenna screen while using the recharger. The recharger head was directly on the skin. The pt met with the MFR rep. The stimulator was unresponsive to telemetry attempts by the physician programmer, the pt programmer, and the recharger. A physician mode recharge (pmr) was recommended. The stimulator turned off after only three seconds into the physician mode recharge. The pt was extremely relieved and did not want the stimulator turned back on. The communication between the stimulator and the pt programmer was tested by reducing the amplitude to zero. The pt was able to turn the stimulator off and on with the pt programmer.